Event description:
It was reported that during a lap cholecystectomy, the device was not forming the clip completely and they would slip off. Used another like device to complete the case with no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.